Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported prior to use that the cardiosave intra-aortic balloon pump (iabp) stopped functioning. The device stopped filling with gas. No patient was involved.

Event description:
N/a

Manufacturer narrative:
Updated fields -b4, d9, g1, g3, g6, h1, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and stated that need to order parts, failing drive regulator calibration. No other repair information is available. In future if we receive any repair information will reopen and update the investigation.